Event description:
It was observed, during the device inspection. That the ultrasound gastrovideoscope exhibited a damaged body of the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, the cause for this malfunction could not be determined. Olympus will continue to monitor field performance for this device.